Event description:
On (B)(6) 2021 following 12 hours of wheezing, contacted md on call and sent to (B)(6) respiratory urgent care (B)(6). Exam with chest xray and diagnosed with asthma and placed on prednisone 20 mg and proventil hfa inhalant for wheezing and shortness of breath.(this was a new diagnosis and treatment for me ) I have needed the inhaler on a daily basis. I had been using the dreamstation 2 product from phillips co since (B)(6) 2020 which presently has been recalled. It listed asthma, eye irritation, headache and nausea as adverse problems associated with use of this product. Coincidentally had eye irritation and inflammatory response bilaterally and seen and treated by optometrist on (B)(6) 2021 who diagnosed inflammation and corneal edema. Treated with an antihistamine eye gtt and eye ung as well. A follow up was done later with an ophthalmologist who concurred and stated there was good initial resolve of problem and to finish treatment. Initially, I began having severe headache and nausea after initial use of c-pap machine which was treated by internist. I have remained on the protonix twice daily and although nausea has subsided I still have daily headaches which have lessened now with cessation of machine. They have not stopped and my concern is significant over the particles and chemicals that have been pushed through my lungs since (B)(6). I am concerned that although phillips company was aware of this problem in april they did not share that with the consumer, me, until (B)(6) 2021. There is a real problem there as I had 3 significant side effects listed and continue to have them. Had I known in (B)(6) the adverse effects may not have been as significant or as detrimental to my health. I have grave concerns about the long term effects. Thank you for your assist in this matter. FDA safety report ID # (B)(4).